Manufacturer narrative:
Result of investigation: the manufacturer's technical inspection, the error description provided by the customer light dim was confirmed, and further defects were detected. In total the following defects were detected: blade damaged, housing damaged, cover damaged, plug worn, software version is up to date, led flickers, led is dim, product has been labelled by customer. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage, possibly caused by the user dropping the device. The instructions for use describe that a functional and visual inspection must be carried out before use, during which signs of wear and damage to the c-mac video laryngoscope would have been noticed. The instructions for use describe that a functional and visual inspection must be carried out before use (usb826_en_v1.2_11-2021_IFU_ce-MDR ), during which the wear and tear and damage should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has dim light. No negative impact in state of health reported.